Manufacturer narrative:
Conclusion: based on the received information the patient suffered from a trauma, which might have damaged the active electrode due to excessive mechanical stress to it. However to determine an exact root cause a device investigation would be necessary. Reportedly the patient benefits from the system after an exchange of the audio processor. This is a final report.

Event description:
Patient experienced a serious trauma on the skull at the beginning of (B)(6) 2016 and lost consciousness. When the patient regained consciousness again, there was no hearing at all. As per new information received, the patient has good access to sound with a new audio processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient experienced a serious trauma on the skull at the beginning of (B)(6) 2016 and lost consciousness. When the patient got conscious again, there was no hearing at all.